Event description:
Four struts of the ivc filter found to be fractured. One strut is 2 cm above the filter, one is in the base of the left lung, one is in the base of the right lung, one is high in the right lung. Patient had complaints of palpitations and heart racing.